Event description:
It was reported that the user fell onto the ilet pump, resulting in a cracked and discolored screen with most of the display blank while some buttons remained functional; the affected component was the touchscreen and the device experienced a fracture-type damage, and the user had backup therapy available. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information they provided, including photos. Investigation of this case revealed a stress-related problem consistent with mechanical impact causing damage to the touchscreen and resulting in a fracture of the device housing/display assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to user-related factors.

Manufacturer narrative:
Initial.